Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported their freestyle lite meter does not give a reading when blood is applied and as a result of being unable to test, she experienced loss of consciousness. The customer further reported being treated by paramedics with glucose intravenous infusion on the scene and further transported to an ER where she was diagnosed with hypoglycemia and "continued (on ) IV's." There was no report of death or permanent impairment associated with this medical event.